Manufacturer narrative:
A partial lead with the distal tip measuring 53.7cm was returned for analysis. External insulation abrasion was noted at 9.2-10.9cm from the distal tip, consistent with lead friction to another device or patient anatomy. The etfe coating was intact at this location. Internal insulation abrasion under the rv shock coil was noted at 4.6-5.2cm from the distal tip. The etfe coating was abraded and inner coil exposed at this location, consistent with the field observations of noise and inappropriate therapy delivery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room with multiple inappropriate hv therapies. Upon device interrogation, ventricular lead noise was observed. Lead was explanted and replaced. Patient was stable.